Manufacturer narrative:
(B)(6). Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted.

Event description:
On (B)(6) 2008, the patient was implanted with gore excluder aaa endoprostheses treat an abdominal aortic aneurysm. It was reported to gore that on (B)(6) 2016 a reintervention for a type ib endoleak was performed, as over time both common iliac arteries had developed a dilatation (ectasia). The type ib endoleak was successfully solved by obturating the internal iliac arteries. The patient tolerated the procedure.

Event description:
The following was reported to gore: on (B)(6) 2008, the patient was implanted with gore excluder aaa endoprostheses treat an abdominal aortic aneurysm. It was reported to gore that on (B)(6) 2016 a reintervention for a type ib endoleak was performed, as over time both common iliac arteries had developed a dilatation (ectasia). Aneurysm enlargement of 3 cm in the past 5 years was confirmed. In addition, anatomical issues were reported for the patient. The type ib endoleak was successfully solved by obturating the internal iliac arteries. The patient tolerated the procedure.